Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. The sample was subjected to an underwater leak test and this analysis did not confirm any functionality issues or find any blockage or leak and none of the clamps had issues regulating flow. A batch review was also conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA reference number (B)(4). If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of a continu-flo administration set in which the fluid was not running through set. The defect was noted prior to use. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.